Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of myopotential oversensing resulting in pacing inhibition were observed on the device. The patient was pacemaker dependent. Abbott technical support was contacted and recommended provocative testing and reprogramming. Provocative testing was performed, however, the oversensing could not be reproduced. The device was successfully reprogrammed to resolve the event. The patient was stable and will continue to be monitored.